Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient and spouse believed a piece of the insulin cartridge had broken when they confused the piston with the cartridge, received an out-of-insulin alarm that was ignored, and subsequently experienced hyperglycemia, after which troubleshooting and education were provided and replacement supplies were shipped. Symptoms included elevated blood glucose with a reported peak of 243 mg/dl and time above range for approximately 12 hours, without ketone testing, backup therapy, or medical intervention. Outcomes included transient physiological impairment without hospitalization or long-term sequelae. Investigation included customer interview, troubleshooting, and review of device use and handling. Investigation of this case revealed user confusion regarding piston and cartridge functionality and an alarm for insulin depletion that was not acted upon. It was concluded that the event was consistent with hyperglycemia following out-of-insulin status and user error, with the cause of the hyperglycemia otherwise unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.